Event description:
The iab was inserted into the pt on 4/16/97. On 4/17/97 after iabp for 23 hrs, check "iab catheter" alarm sounded from the pump the iab leaked. Blood was noted in the tubing and the iab was removed. Event complications: unk - rpt'd 4/18/97; none - rpt'd 5/8/97. Pt current status: critical - rpt'd 5/8/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Device label code for f10. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.